Manufacturer narrative:
Device was used for treatment, not diagnosis. Beril g et al (2008) surgical treatment of cervical spondylotic myelopathy with anterior compression: a review of 67 cases. J neurosurg spine 9:152¿157. USA. This report is for an unknown axon system / unknown quantity / unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review after the subsequent review of the following literature article: beril g (2008) surgical treatment of cervical spondylotic myelopathy with anterior compression: a review of 67 cases. J neurosurg spine 9:152-157. USA cases were reviewed involving patients with cervical spondylotic myelopathy treated via an anterior approach, paying special attention to neurological outcome, fusion rates, and complications. Retrospectively, 67 cases involving patients with cervical spondylotic myelopathy requiring an anterior decompression were reviewed: 46 patients, 21 men and 25 women, ranging in age from 31 to 79 years of age, wo underwent anterior surgery only (1- to 3-level anterior cervical discectomy and fusion [acdf] or 1-level corpectomy), and 21 patients, 12 men and 9 women, ranging in age from 36 to 67 years, who required 3-level acdf or 2-level corpectomy underwent anterior surgery supplemented by a posterior instrumented fusion procedure. For corpectomy procedures, reconstruction and arthrodesis was performed using titanium cages (synmesh, synthes or competitor product) filled with local autograft, allograft, and bone putty. Anterior plating (cslp small stature and variable angle, synthes) was used in all discectomy and corpectomy cases. Variable angle screws were used with all anterior plates. This is report is 6 of 6 for (B)(4). This report is for an unknown axon system and refers to the following complications: one patient underwent reoperation for an epidural hematoma. One patient experienced postoperative unilateral deltoid weakness that resolved within 10 weeks of operation. Three patient experienced adjacent-segment disease. One patient developed infection that was successfully treated with a single debridement procedure. One patient one patient required re-exploration for repair of cerebrospinal fluid fistula and pseudomeningocele after anterior surgery.